Event description:
Health care professional (hcp) reports a cracked header noted after 3 1/2 hours of pt use. Hcp reports the dialyzer was reused 15 times. No pt injury and no medical intervention required per hcp.